Event description:
Pt was admitted to the catheterization lab for a pacemaker insertion. A few minutes into the procedure, the siemens monitor screen became fuzzy with lines making it difficult to see. M.d. Proceeded with the procedure with difficulty. The next day the pt became unstable and ended up in the operating room due to a tamponade. Pt is stable at the present time.